Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the cause of the issue was stored energy which caused the ped to keep migrating more proximal then what was intended.

Event description:
Medtronic received a report that the pipeline moved during deployment and encountered difficult placement/positioning. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery (ica) with a max diameter of 18 mm and a 7 mm neck diameter. The landing zone was 3.3 mm distally and 3.6 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 81. The angiographic result post procedure showed good apposition. It was reported that the device migrated proximal during delivery missing the landing zone.  The device was not able to be re-positioned distal in order to get adequate coverage.  This device was safely and successfully removed and a new ped was successfully implanted without issue. It was reported there was movement during placement (difficult placement/positioning). There were not multiple pipeline devices being used when movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was not implanted in the intended location. There were no additional steps required to remove or secure the pipeline. The pipeline did miss the landing zone. There were no additional steps required to remove or secure the pipeline. The device did jump during deployment. The pipeline was placed at least 3 mm past the aneurysm neck on each side. There were no side branches covered by the pipeline. The tip of the catheter did not move during deployment. The pipeline was not used for an indication that is off-label. The pipe line and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.